Event description:
Multiple issues occurred with the egd scope including the scope displaying multiple error codes and not displaying an image. Contacted olympus technical support to address the issues. After deducing it was not the processor or the light source the technician from olympus suggested the scopes needed to be sent in for a repair. An olympus service technician stopped by in the afternoon to clean the light sources and ensure the equipment was functioning properly.